Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative reported the patient was having two non-rechargeable implantable neurostimulators (ins) replaced with a rechargeable ins. After the inss were replaced, impedances were measured to be abnormal. Electrode one had impedances greatly exceeding the maximum values. Prior to the inss being replaced, there were no impedance issues. During the replacement, the adapter was disconnected and reconnected from the ins about ten times. The impedances gradually decreased. In the end, monopolar impedances with electrode one were reduced to slightly exceeding 2,000 ohms and the bipolar combination were reduced to values slightly exceeding 4,000 ohms. The implant surgery was completed and the patient's condition was going to be monitored. No outcome was reported regarding this event. If additional information is received, a follow up report will be sent.